Manufacturer narrative:
Correction: MFR site plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, multiple fibers were observed on the cavity ID end bell-housing to be sheared from approximately 80° to 110° and from 260° to 290° with the ports at 0° on the cavity ID end. Witness marks were observed on the bell of the dialyzer housing in close proximity to the broken fibers. The witness marks present as if the housing was compressed inward toward the fiber bundle and markings resulted at the point of compression. There were no other damage or irregularity noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.